Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/18/2020. Additional h3 investigation summary: an opened sample of product code ez10g was received for evaluation. During visual inspection of sample, the cannula was broken by use and the suture was detached. The suture was examined, the knot and loop suture were not present for evaluation due the suture was cut that appears to be by the use of a surgical instrument could be observed. Also, a functional test was performed and the tensile strength force was above the minimum requirement. In addition, the force used to detach suture from the cannula could not be determined. The manufacturing records couldn't be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The suture was broken when the surgeon broke off the tip of the canula at the break point. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.